Manufacturer narrative:
F6 date user facility became aware of the event: f7 type of report: (version 0) f8 date of this report: 12-dec-2024. F9 approximate age of device: f10 event problem codes: 1924: failure of implant, 1930: unspecified infection. F11 report sent to FDA: n. F12 location where event occurred: f13 report sent to manufacturer: n. F14 manufacturer name and address: MFR. Name: medtronic. Address: 8200 coral sea street ne. City: mounds view. State: mn. Zip: 55112. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced an infection. The cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) lead and right atrial (ra) lead were explanted. No further patient complications have been reported as a result of this event.